Manufacturer narrative:
H10: h2: additional information: h6: medical device problem code h3, h6: part of the reported device was received for evaluation. A visual evaluation showed two devices were returned together without any original packaging. The distal anchors, distal plugs, and proximal anchors were not returned for either device. Bio debris is present on both devices. Device one has no other visual defect. Device two's distal plug barrel is deformed at the tip and a foreign object has been inserted into it. There are no other visible defects. A functional evaluation of device one showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel as intended. Device two, the black (1) most proximal knob will rotate but not move the distal anchor/plug rod forward or back. The orange (2) larger knob will rotate and move the outer barrel as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include excessive force on the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a procedure, when the healicoil knotless inserter wasremoved after the implantation of the anchor was completed using the proper method, the distal anchor and inner plug came off from the anchor. The implanted anchor was removed. The procedure was completed without delay, but it is unknown if there was a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information: b5 and h6: new medical device problem codes h3, h6: part of the reported device was received for evaluation. A visual evaluation showed two devices were returned together without any original packaging. The distal anchors, distal plugs, and proximal anchors were not returned for either device. Bio debris is present on both devices. Device one has no other visual defect. Device two's distal plug barrel is deformed at the tip and a foreign object has been inserted into it. There are no other visible defects. A functional evaluation of device one showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel as intended. Device two, the black (1) most proximal knob will rotate but not move the distal anchor/plug rod forward or back. The orange (2) larger knob will rotate and move the outer barrel as intended. An evaluation of the customer provided images found two insertion devices next to a detached inner plug. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified, and each lot be must be accompanied by a material certificate of analysis. The root cause for detachment of distal anchor and inner plugs has been associated with unintended use of the device. The root cause for the knob mechanical problem has been associated with component failure. Factors that could have contributed to these failures include excessive force on the device. The root cause for anchor breakage could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device or not maintaining inserter alignment throughout insertion to ensure implant integrity. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a procedure, when the healicoil knotless inserter was removed after the implantation of the anchor was completed using the proper method, the distal anchor and inner plug came off from the anchor and it also broke. The implanted anchor was removed. The procedure was completed without delay, but it is unknown if there was a back-up device. No further complications were reported.